Event description:
The customer reported the ventilator restarted and alarmed. The ventilator was not in use on a pt at the time of the restart, therefore, there was no pt involvement or harm. The respironics service tech confirmed there was a diagnostic code in the ventilator log history that indicated a +24 volt failure, and vent inop occurrences. During evaluation of the unit, the service tech found an open fuse in the power supply. The service tech replaced the fuse to correct the problem. Extended self testing (est) and performance verification testing was completed and passed per operating specifications. The fuse was returned to the factory for failure analysis. Testing confirmed the customer reported problem. Visual inspection of the fuse revealed evidence of an open at the end cap.